Event description:
The facility reported a colleague infusion pump with non-functioning channel c. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "channel c not working" was confirmed during product evaluation. The assignable cause was thick dried fluid crust build-up in channel c, preventing the phm from closing and inhibiting the sensors from working properly. The pump head module was cleaned to correct the reported condition. The user interface module software version is 8.11.00. A device history review was performed, finding that no exceptions were noted during the manufacturing of this device.